Event description:
During a hip arthroplasty, the surgeon attempted to reposition the cup by using a bone tamp. When he attempted to implant the ceramic liner, it cracked. Sales agent believes that the deformity in the rim and taper of the cup caused the liner to fracture. Shell was removed and a new shell and ceramic liner were implanted without additional difficulty.

Manufacturer narrative:
A report from the sales agent indicates that the surgeon used a bone tamp to reposition the cup during the surgery and that the tamp damaged the cup, potentially leading to the liner cracking. The devices have not been returned for manufacture's evaluation.